Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, and alarm recurred even after caller followed prompts and proper loading steps. There was no reported impact to the customer¿s blood glucose level. Caller attempted to resume insulin therapy but was unable to do so, so caller planned to use backup insulin pump, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed caller to place current pump in storage mode and return it with prepaid label, and advised caller to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.